Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 2.8 inr on the coaguchek xs system while a professional method returned as 4.2 inr. Caller's warfarin dose was held and then decreased. No adverse event reported. Requested return of suspect system.